Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. Upon eval the monitor's electrode belt connector was broken free from the monitor case. The root cause for the damaged connector could not be positively identified, but the damage likely resulted from the monitor being dropped while connected to an electrode belt. No adverse event resulted from the defective monitor. The last pt to use this monitor did not report any deficiencies.

Event description:
A review of service data detected a reportable problem. During servicing, the electrode belt connector on monitor sn (B)(4) was detached from the monitor case. The last pt to use this monitor did not report any deficiencies.